Event description:
Physician reported capsular contracture, baker grade IV and seroma-late diagnosed by ultrasound, MRI and palpation. The device has been explanted and replaced with a non-allergan device. This related to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: red particles observed on the device. Red particles observed in the gel. Observed an opening assessed as an unidentified (tear) opening (shell thickness within spec).

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV" and "seroma-late.

Event description:
Physician reported left side "capsular contracture, baker grade IV and seroma-late diagnosed by ultrasound, MRI and palpation. Device has been explanted and replaced.

Event description:
Physician reported left side "capsular contracture, baker grade IV and seroma-late diagnosed by ultrasound, MRI and palpation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.